Event description:
(B)(6) study. It was reported that sick sinus syndrome(bradycardia) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of antiplatelet medication (other than aspirin) at the time of the index procedure. After heparin had been given and prior to sentinel embolic protection device insertion, the activated clotting time (act) was 246 sec. An introducer was placed into the right radial artery and the sentinel embolic protection system was deployed with the proximal filter into brachiocephalic artery and distal filter into left common carotid artery. An isleeve introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Subsequent deployment of a 25mm lotus edge valve involved successful positioning of the 25mm lotus edge valve in the correct anatomical location. The sentinel embolic protection system was successfully retrieved without any complications. On the same day of the index procedure, the subject was noted with sick sinus syndrome (sss) (bradycardia) with malfunction of the transvenous pacing (tvp). A permanent pacemaker was implanted in response to the event. On the same day as the index procedure, the event was reported as resolved. The subject was discharged home the following day.